Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (pre-existing leaflet prolapse). The reported patient effect of mr is due to slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1+. On (B)(6) 2017, it was found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr had increased to 4. In the physicians opinion, the slda was due to a pre-existing leaflet prolapse. On (B)(6) 2017, an additional procedure was performed for treatment. One clip was implanted, reducing the mr from 4 to 2, with a good patient outcome. No additional information was provided.